Event description:
Allegedly, patient was revised for mom complications

Manufacturer narrative:
Additional information received.

Event description:
Allegedly, patients was revised due to mom complications: metal shavings around the hip which caused deterioration.